Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were sent to an orthodontist they were informed they were developing a cross bite which has resulted in chipping of their teeth after making too much contact.